Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed during post-operation testing. The lead was repositioned. Pericardial effusion was observed post-procedure. Pericardiocentesis was performed. The lead remains implanted. The patient recovered as expected and was discharged home a couple of days later.